Event description:
Device contacts on the meter and base are blackened and the surrounding plastic looks melted. No one was injured to the caller's knowledge. The device was replaced and requested to be returned for eval.